Event description:
It was reported that a balloon detachment occurred. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During preparation, it was noted that the balloon was detached from the catheter body, and there was a foreign material. The procedure was completed with an alternative device. There were no patient complications.